Manufacturer narrative:
There is an instruction that states, "this unit should not be used by children without adult supervision" and consumer failed to perform that instruction. Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "do not place anything over the heating pad while in use or plugged in, such as a towel, blanket, clothing, or any other insulating material, and never allow heating pad to wrap around itself" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer alleges her daughter was using the heating pad in her bed while watching television wrapped around her knee and it melted itself to the king sheet. There was not a report of personal injury with this incident.